Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Reported that the left side "igus" bellow plastic part were broken. Slide bellows were replaced. Issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the gantry of the imaging system would move in a stop and go manner. There was no patient present at the time of the issue.